Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from date of manufacture 07/02/2018 to the present date 10/27/2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened.

Event description:
The customer reported a failed ail. No patient involvement is noted.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a failed ail. No patient involvement is noted.